Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), perforation ('perforation (other): perforation'), device dislocation ('malposition of essure device location of device: essure device turned sideways'), device breakage ('device breakage'), pelvic pain ('chronic pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic), failure to occlude fallopian tubes/pregnancy (with complications)'), genital haemorrhage ('abnormal bleeding (general)'), kidney infection ('infection (other) : kidney') and rheumatoid arthritis ('ra') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ra, tubal ligation, lsil, kidney stones, insomnia, depression, hernia repair, lithotripsy, burning micturition, stress urinary incontinence, esophageal ulcer, gastroesophageal reflux disease, insomnia and depression. Previously administered products included for an unreported indication: codeine and tramadol. Past adverse reactions to the above products included dizziness with tramadol; and headache with codeine. Concurrent conditions included lower abdominal pain, dysuria, urinary frequency, chills, renal colic, flank pain and back pain. In june 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and mental disorder ("psychological or psychiatric problems condition: both") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (foot surgery due to rheumatic arthritis and total abdominal hysterectomy, bilateral salpingectomy, burch urethropexy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, perforation, device dislocation, device breakage, pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, kidney infection, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, nausea, urinary tract infection, migraine, headache and mental disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 8. Last menstrual period and estimated date of delivery were not provided. The reporter considered bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, perforation, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 130 lbs. Discrepancy in date of implant: (B)(6) 2010, (B)(6) 2009. She did not experience any complications of her unintended pregnancy or delivery or essure caused birth defects. On (B)(6) 2013, operative indication revealed she had some of her pain appear to begin after her essure hysteroscopic tubal ligation was deployed and one of the coils tracked within the tube. After this event, the patient became pregnant and after her pregnancy, her tubes were tied bilaterally with hulka clips. The patient likely has other etiologies contributing to her pelvic and abdominal pain including irritable bowel syndrome. The patient had declined gi input prior to the case. Post operative note: cervix: negative for dysplasia and/or malignancy. Endometrium: benign proliferative endometrium. Negative for hyperplasia and/or malignancy. Myometrium: negative for malignancy. Bilateral fallopian tubes: left fallopian tube with simple paratubal cysts. Bilateral fallopian tubes, negative for malignancy. Cystoscopy confirmed that there was again no bladder injury associated with this placement. The injuries or symptoms she claimed resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: bilateral medullary nephrocalcinosis. Bilateral nonobstructing renal calculi measuring 5 mm and smaller; on (B)(6) 2013: bilateral medullary nephrocalcinosis and bilateral nonobstructing renal calculi measuring 5 mm and smaller. No evidence of hydronephrosis, hydroureter or perinephric edema. Status post periumbilical hernia repair without imaging evidence of recurrent hernia.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: ectopic pregnancy with contraceptive device, device breakage, urinary tract infection, pelvic pain, dysmenorrhea, nausea and vaginal bleeding." Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events ¿ abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), ra [foot surgery due to ra (rheumatoid arthritis)], bladder or urinary problems or changes: unspecified, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, urinary tract infection, kidney infection, malposition of essure device location of device: essure device turned sideways, migraines/headaches, nausea, perforation (fallopian tube), perforation (other): perforation, pregnancy (ectopic), psychological or psychiatric problems condition: both and plaintiff did not undergo essure confirmation test.¿ this case is medically confirmed, reporter, demographics, medical history, lab data, essure indication (amended) were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), perforation ('perforation (other): perforation'), device dislocation ('malposition of essure device location of device: essure device turned sideways'), device breakage ('device breakage'), pelvic pain ('chronic pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic), failure to occlude fallopian tubes/pregnancy (with complications)'), genital haemorrhage ('abnormal bleeding (general)'), kidney infection ('infection (other) : kidney') and rheumatoid arthritis ('ra') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ra, tubal ligation, lsil, kidney stones, insomnia, depression, hernia repair, lithotripsy, burning micturition, stress urinary incontinence, esophageal ulcer, gastroesophageal reflux disease, insomnia and depression. Previously administered products included for an unreported indication: codeine and tramadol. Past adverse reactions to the above products included dizziness with tramadol; and headache with codeine. Concurrent conditions included lower abdominal pain, dysuria, urinary frequency, chills, renal colic, flank pain and back pain. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and mental disorder ("psychological or psychiatric problems condition: both") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (foot surgery due to rheumatic arthritis and total abdominal hysterectomy, bilateral salpingectomy, burch urethropexy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, perforation, device dislocation, device breakage, pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, kidney infection, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, nausea, urinary tract infection, migraine, headache and mental disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 8. Last menstrual period and estimated date of delivery were not provided. The reporter considered bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, perforation, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 130 lbs. Discrepancy in date of implant: (B)(6) 2010, (B)(6) 2009. She did not experience any complications of her unintended pregnancy or delivery or essure caused birth defects. On (B)(6) 2013, operative indication revealed she had some of her pain appear to begin after her essure hysteroscopic tubal ligation was deployed and one of the coils tracked within the tube. After this event, the patient became pregnant and after her pregnancy, her tubes were tied bilaterally with hulka clips. The patient likely has other etiologies contributing to her pelvic and abdominal pain including irritable bowel syndrome. The patient had declined gi input prior to the case. Post operative note: cervix: negative for dysplasia and/or malignancy. Endometrium: benign proliferative endometrium. Negative for hyperplasia and/or malignancy. Myometrium: negative for malignancy. Bilateral fallopian tubes: left fallopian tube with simple paratubal cysts. Bilateral fallopian tubes, negative for malignancy. Cystoscopy confirmed that there was again no bladder injury associated with this placement. The injuries or symptoms she claimed resulted from essure decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: bilateral medullary nephrocalcinosis. Bilateral nonobstructing renal calculi measuring 5 mm and smaller; on (B)(6) 2013: bilateral medullary nephrocalcinosis and bilateral nonobstructing renal calculi measuring 5 mm and smaller. No evidence of hydronephrosis, hydroureter or perinephric edema. Status post periumbilical hernia repair without imaging evidence of recurrent hernia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: ectopic pregnancy with contraceptive device, device breakage, urinary tract infection, pelvic pain, dysmenorrhea, nausea and vaginal bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2013, underwent a pelvic surgery to and alleviate the symptoms). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.